Manufacturer narrative:
Received one ias5-120lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the optical trocar was disengaged from the trocar frame. Performed a functional inspection, the device was measured and all of the measurements were within spec. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: precautions: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port's tip away from significant vessels and organs. Do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code listed is (B)(4). Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ias5-120lp device was being used during a robot-assisted laparoscopic hysterectomy on (B)(6) 2020, when the device was reported as, "part of supply broke off into patient while in use." The components were retrieved from the patient using an additional trocar. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of delay to the procedure, therefore, the procedure was completed as planned. The patient's current status is listed as "recovered". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.